Event description:
It was reported, "radiologically on follow up visit, surgeon noted loose screw associated with stablizer insert. Brought patient to or for removal of loose screw and insert revision, re-insertion stablizer screw. Intraoperative finding found screw imbedded in polyethylene and upon retrieval appeared to be sheared off with residual engaged in baseplate. Insert appeared in acceptable condition, decision made to close patient."